Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: d10, e2, e3, g2, g3, g6, h2, and h10. This issue was discovered at the first time use of the device during installation. Olympus field service engineer was doing the installation. No anomalies were noted with the device before the event. The device was in perfect condition and not dropped, nor came in contact with a hard surface, nor were there any foreign objects on the contacts. All led lights were on for the device and the switches were not working.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities in manufacturing, special adoption, or unevenness. It has been 2 years since this device manufacture; as such it is unlikely that the main board failure was due to aging degradation. It possibly failed due to the accidental failure of the parts of the main board. The main board displays the front panel and detects the switches, with the failure of the main board, the front panel switches stopped working.

Manufacturer narrative:
Additional information is not yet available for this event. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that the front panel had all lights on with no buttons working. This is attributed to the main board failure which needs replacement. In addition, the device was not showing images in 190 series devices, but after disassembly and assembly of the connector the image returned. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the customer, at the time of installation of the device, it was observed that the device did not boot. There is no patient involvement and no harm reported to any patient.